Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, there was a slight kink in the contralateral limb after it was deployed. An angiogram revealed an endoleak at the region of the junction between the bifurcate and contralateral limb. Ballooning was performed and the kink in the contralateral limb was resolved. A second angiogram revealed that the common iliac artery or the internal iliac artery had been perforated after the contralateral limb was ballooned distally. The physician occluded the internal iliac artery and then elected to relined the contralateral limb with another endurant ii stent graft limb extending coverage into the external iliac artery. An additional angiogram revealed that the internal iliac was still filling and the physician elected to complete the procedure with the event unresolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation summary: from the films provided the exact cause of the events could not be determined. Pre-implant CT¿s revealed that the left common iliac artery was severely tortuous and calcified, and was aneurysmal as it varied in diameter from 13 ¿ 22mm. The reported contralateral limb kink seen post deployment as well as the iliac artery perforation could not be confirmed on the films. All ballooning was confirmed as performed within the stent graft. It is possible that the reported vessel perforation was user and anatomy related; ballooning within the calcified, tortuous and aneurysmal iliac artery during attempts to try and resolve a suspected distal type I endoleak. The exact cause and type of endoleak seen during implant could not be confirmed. Only several still images during contrast injection from above the renals were seen on the films provided, making determination of the endoleak difficult. This may have been a distal type ib endoleak, possibly caused by an inadequate distal seal within the aneurysmal left common iliac artery. It is also possible that this was a type IV endoleak caused by fabric porosity; a likely type IV (which self-resolved) was also seen after implanting the limb into the leia. The endoleak may have also been caused by a patient condition; it was reported that the patient had an (unspecified) platelet disease. Heparin dose and outflow resistance issues may have also contributed to the possible type IV endo leak.

Event description:
Correction: it was reported that during the index procedure the physician observed a slight kink in the contralateral limb after it was deployed. The physician used a reliant balloon to model the proximal and bilateral distal ends of the endurant stent grafts. An angiogram revealed that the kink in the contralateral limb was resolved however there was unknown blushing endoleak in the region of the contralateral limb and the bifurcated gate. The physician thought that the blushing endoleak was either a type 1a endoleak or type 1b endoleak therefore continued to model the endurant stent grafts with the reliant balloon, proximally and distally. A second angiogram was performed revealing that either the common iliac artery or the internal iliac artery had been perforated. Per the physician the perforation may have occurred during the ballooning of the endurant contralateral iliac limb to obtain a seal distally with the reliant balloon. The physician occluded the internal iliac artery and then elected to implant additional endurant stent grafts extending coverage into the external iliac artery. An additional angiogram revealed that the internal iliac artery was still filling and the physician elected to complete the procedure with the event unresolved. Per the physician the cause of the event was unknown. The physician was satisfied with the extension into external iliac and the outcome of the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.